Event description:
The affiliate stated the customer reported non-reproducible troponin I (access® accutni) results for three patients involving the unicel® dxc 600i synchron® access® clinical system. This report is one of two referencing the patient on the event date noted. An initial result of 0.26 ng/ml was obtained and released to the hospital. Subsequent testing of the patient's sample, on the same instrument, generated a lower result of 0.007 ng/ml. There was no report of patient injury or change in patient treatment associated with this event. The patient's sample was collected in a 13x100mm greiner lithium heparin plasma tube and centrifuged at 4,800 rpm (rotations per minute) for four minutes at 20 degrees celsius laboratory temperature. No sample integrity issues were noted. The customer indicated no system errors were observed at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
Upon inspection, the field service engineer (fse) discovered the routing of the aspirate peristaltic pump tubing was incorrect, forming a kink in the aspirate tubing next to the substrate probe. The fse replaced the aspirate tubing to resolve the issue. The fse performed an aspirate volume check to verify system operation. The fse replaced incubator belt due to noise and verified alignments of the incubator belt to the wash in/out and the wash carousel. The fse also verified alignments of the pipettor. The fse adjusted the gantry for better alignment and re-aligned the pipettor alignments. The fse primed the system and performed high sensitivity (hs) system check. Quality control (qc) and precision test were also performed. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the kink in the aspirate peristaltic pump tubing. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2014-00229.